Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "[customer] expressed issues regarding helium tank loss of helium". Further information states "there was not additional medical intervention and that there was nothing to report regarding a patient incident". Attempts to obtain additional information from the customer have been made with no response. If further information becomes available, this complaint file will be updated. Associated mdrs 3010532612-2022-00470, 3010532612-2022-00471, 3010532612-2022-00473.

Event description:
It was reported that the "[customer] expressed issues regarding helium tank loss of helium". Further information states "there was not additional medical intervention and that there was nothing to report regarding a patient incident". Attempts to obtain additional information from the customer have been made with no response. If further information becomes available, this complaint file will be updated. Associated mdrs 3010532612-2022-00470, 3010532612-2022-00471, and 3010532612-2022-00473.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.